Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a rupture on an unknown side as well as experienced the events of ¿suffering from a range of symptoms that also come under breast implant illness¿, headaches, muscle weakness and pain, nausea, anxiety, soreness and pain in breast area, ruptured implant and silicone leaking." Patient additionally reported "brain fog, cognitive memory issues, sore throat/flu symptoms, food intolerances, ibs, chronic bladder weakness, chronic fatigue¿, depression, and sensitivity to light/sound which are not related to the device. ¿bia alcl" also reported by patient however no pathological markers provided. Device remains implanted.